Event description:
Maquet hybrid or table system magnus was used together with siemens angiographic system zeego. Magnus stopped functioning during surgery and indicated an error on the hand control. The operation continued, but took longer to complete. No injury to the pt reported. (B)(4).

Manufacturer narrative:
Maquet service technician evaluated the log file which showed that cause of the error is overflow of the log. It was confirmed that siemens zeego had also a large amount of incoming log errors at that time. The service and communication module had been replaced and the system had been reset. The MFR will perform further investigations. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.